Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: 2016-18505

Event description:
A doctor reported that viscoelastic solution was retained in the patient's eye post operatively. Patient impact information is unknown. Additional information has been requested.